Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran studies to validate the system check solution and all studies resulted within targeted limits. A siemens headquarters support center (hsc) specialist evaluated the instrument data, which indicated that the cause of the discordant hcg result was related to sample integrity. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension exl instrument and did not produce a result. The operator performed a manual dilution and ran the sample on the alternate dimension exl instrument, obtaining a higher result. It is unknown if the diluted repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.